Event description:
It was reported that during implantation of the swedish adjustable gastric band (sagb) that the locking mechanism was allegedly cut. The surgeon explanted the band and reimplanted using another sagb device. There was no other pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.